Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the reported breakage and/or patient outcome beyond that which was documented in the complaint could not be confirmed nor concluded. Based on the information provided, the surgeon was able to find and remove the broken tabs and use a non-locking screw instead. Since it was reported the procedure was completed using the same plate without a surgical delay, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this compliant will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not surgical technique, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locking tabs on two 2.7mm variable angle holes broke inside the patient, upon locking screw insertion. The doctor was able to find and remove the broken tabs and used non-locking screws instead. The procedure was completed using the same plate. No surgical delay was reported.